Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message that will not clear was confirmed during functional testing and review of the archive. The root cause of the ua07 was the failure of single point load cell #2. A review of the archive data showed ua07 error messages; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the displayed ua07 error message at power up, confirming the reported complaint. A load cell characterization test was done and confirmed a failure of load cell #2. Single point load cell #2 was replaced to remedy the reported complaint. After servicing, the platform passed the run-in test without issue. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(6). (B)(6), reported on jan 10, 2023. A single point load cell was replaced.

Event description:
The customer reported the autopulse platform ((B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message that will not clear. Multiple lifebands were tested and multiple attempts to clear the error message have been made with no success. No patient care was affected by this error.